Manufacturer narrative:
Device evaluation details: the device was inspected and the pebax has scratches and reddish material observed inside the pebax. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, cracks and scratches and holes on the pebax surface. Object that cause the damage is unknown. No other anomalies were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole on the pebax. It was initially reported by the customer that when the procedure ended, it was noticed that blood entered the transparent part that covers the spring part of the ablation catheter (pebax). There were no patient consequences. The issue was noticed at the end of the procedure with no problems during the procedure. On 8/9/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified the pebax sleeve has scratches on the outside and inside it has reddish brown material. On 9/10/2019, during a second visual inspection, a reddish-brown material was found inside pebax. The catheter tip was sent in for a scanning electron microscope (sem) analysis to check and determine the cause of the reddish brown material inside the pebax. The sem results showed evidence of mechanical damage, cracks and scratches and holes on the surface of the pebax. Object that cause the damage is unknown. No other anomalies were observed. These findings were reviewed and it was determined that the ¿holes¿ are to be considered MDR reportable malfunctions. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through sem analysis on 9/10/2019 and has reassessed this complaint as reportable.